Event description:
The reporter stated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in the patient's right eye (od) in 2008. The lens was explanted two months later, due to inadequate vaulting and the patient complained of blurred vision. The reporter stated the surgeon felt the event was due to mismeasurement of the white-to-white. The lens was exchanged for a longer lens. The patient current best-corrected visual acuity is 20/20.

Manufacturer narrative:
Evaluation: results - a lens work order search has performed and no similar complaint was found.